Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the needle jammed in the jaws instrument. There was no reported patient injury or adverse event.

Manufacturer narrative:
(B)(4).